Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to stem aseptic loosening. Products not revised: cotyle "anca" avec trous, ppr67266, lot: q0466412. Noyau "anca fit"10 deg. 66*28, ppr67566, lot: q1283748.1.